Event description:
Cayenne medical was notified that a patient, who recieved biowick surelock implants on (B)(6) 2017, underwert an MRI at the 3 month post-operative interval. MRI indicated a re-tear and retraction of the entire superaspinatous tendon from its insertion and repair site. Cayenne medical followed up with the doctor and the doctor stated that the patient was doing well and had no abnormal symptoms, and that he was unsure of the diagnosis or what course of action to take. He was considering whether or not to revise the patient.

Event description:
This report is being filed as a follow up to the initial report. It was initially reported that " a 3 months post op MRI indicated a retear and retraction of the entire superaspinatous tendon." Later on 03/27/2018, cayenne was notified of the second surgery and its operative report. Per the operative report, the prior repair had healed at the greater tuberosity, and the tear had occured medially to the footprint. This is caused by poor tendon quality and is not related to the initial repair or the performance of biowick.